Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges it gave them a sore throat, and they stopped using the device two and a half years ago. The allegation has been assessed by a clinical expert and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. Three attempts have been made by the gfe team to have the device returned to the manufacturer on 09/11/2024, 09/17/2024 and 09/18/2024. The patient has chosen to retain privacy on this and will not be responding to these questions. There is no additional information to report. The manufacturer is submitting a final report currently. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges it gave them a sore throat and they stopped using the device two and a half years ago. The allegation has been assessed by a clinical expert and will be reported as a product problem only, as the events do not meet the definition of a reportable complaint of serious injury per the FDA regulations (21 cfr 803). There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.